Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient had difficulty charging due to the anatomical location of the ipg. Surgical intervention was taken to replace the scs ipg with a different model. Reportedly, the patient reported receiving effective therapy post- operatively.